Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer contacted via e-mail and stated that she had 3 tampons that were in the applicator backwards; she didn't realize it until hours later when she went to remove the tampons and there was no string because it was at the top. No injury was reported.

Event description:
Consumer contacted via e-mail and stated that she had 3 tampons that were in the applicator backwards; she didn't realize it until hours later when she went to remove the tampons and there was no string because it was at the top. No injury was reported.

Manufacturer narrative:
20-aug-2020 product investigation results: no failure could be identified as a result of the investigation.